Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a system component failure and was resolved by replacing the erbe. .

Event description:
It was reported that the erbe monopolar input was not working. The customer was advised to use an external energy device until the erbe could be replaced. There was no reported injury. Intuitive surgical inc. (Isi) followed up and obtained the following additional information: the technical service engineer (tse) was informed that the tests were carried out after the surgery, no patient was involved. The surgery performed prior to the tests was carried out with the assistance of an auxiliary electrosurgical unit. Monopolar energy was not used during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found no related problem report was found in system logs. Functional testing showed that the erbe unit did not recognize the instrument on monopolar connectors 1 and 2, and the internal erbe logs recorded error codes m b0, c 00, m 36, and m 10. The complaint was confirmed based on the field evaluation. The probable root cause of monopolar not firing issue is attributed to faulty erbe generator.